Manufacturer narrative:
Company representative evaluated the system. Corrections included replacement of the wireless transceiver's power supply and clearing system's error logs. Mindray ds USA, inc. ((B)(4)) is submitting this report on behalf of shenzhen mindray (B)(4).

Event description:
Customer reported an issue with the panorama central station with telemetry's wireless transceiver, which may have affected telemetry monitoring. No patient injury was reported.